Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient was upgraded from pacemaker to an implantable cardioverter defibrillator (ICD) yesterday, and at post-operative check the shock lead impedances were 20 ohms. The impedances and r-waves at implant were also on the lower side, and it was discussed that it might be due to positioning or body size. Additional information indicated that the device was implanted sub-muscular on a very thin patient. A cardioversion was performed through his device with a 41j shock, and the impedance measured 34 ohms. The plan was to continue to monitor the lead. The lead remains in-service at this time. No adverse patient effects were reported.